Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) /2024, the patient removed the sensor an noticed big bumps, pus and swelling at the insertion site. When the patient poked the area, it bled a lot. The patient also experienced itching, burning, rash, redness, inflammation, pimples, scar, drainage and infection. On (B)(6) 2024, the patient went to the emergency room at around 8:00am. The doctor prescribed doxycycline antibiotics capsule 100mg for 7 days 1 capsule 2x a day before discharge. At the time of the report, the patient was still feeling sore and the area was still wet. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.